Event description:
Customer reported that her insulin pump is over delivering. Customer stated that she noticed insulin delivered a bolus by itself. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored and no unexpected bolus delivery occurred. Button response functioned properly. Unit had a loud motor noise anomaly due to faulty motor.